Event description:
It was reported that two weeks prior to having the inflatable penile prosthesis (ipp) revised the patient presented with the device not working properly. The ipp pump was repositioned. Only an accessory kit was used and no device components were explanted. The patient "got well" following the surgery.